Event description:
It was reported that an alert was generated for this implantable cardioverter defibrillator (ICD) that bradycardia mode was off. Episode review noted this ICD exhibited oversensing of noisy signals that resulted in false signal artifact monitor (sam) episodes. The sam episodes also showed high out of range pacing impedance. Device programming, high out of range impedances and noisy signals were a result of a medical procedure. The device remains in service. No adverse patient effects were reported.